Event description:
The patient last used the protekt aire 9900 on (B)(6) 2026. On (B)(6) 2026, a total mechanical failure of the pump was observed (videos sent to retailer). On (B)(6) 2026, a deep tissue injury & stage 2 pressure ulcer became visible on the patient's sacral coccygeal region. This device was purchased on (B)(6) 2024 and is within its 18-month warranty period. Furthermore, a claim regarding improper operation of this specific unit was first filed on (B)(6) 2025 but was never resolved by the company. The failure of this medical device to provide necessary pressure redistribution has directly resulted in serious patient harm.